Event description:
The onset and outcome related to the reported 2004 infection was requested. Additional information received from a healthcare provider reported the patient was refilled on (B)(6) and there was no documentation of an infection at that time. The outcome of the infection was not provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) in regard to a patient receiving morphine (0.48 mg/day), clonidine, and a third unknown drug via an implantable infusion pump. At implant the medication mixture was reported to be 10 ml/cc morphine per 20 cc mixed with clonidine 100 mcg/cc, and 10 mg sensorcaine per cc. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient's preoperative diagnosis included post-spine surgical syndrome, spondylosis of the spine with myelopathy, degenerative disk disease with myelopathy, spinal stenosis, nerve root injury, spondylosis of spine, and intractable low back pain. At implant the patient was advised to go home take antibiotics and suppository for nausea and vomiting. No complications were noted at implant. The patient was reported to have tolerated the implant procedure well. It was reported that the right upper quadrant pocket site became infected. The patient's 2004 catheter and pump were removed due to infection. Operative report notes from (B)(6) 2005 were provided to the manufacturer. At a re-implant procedure that occurred four months after the infection, clear fluid was coming out from the old pocket site. Cultures were sent for culture and sensitivity. Post-op, due to the patient's history of having infection with (B)(6), it was decided the patient would have a pre-operatively consultation with an infection specialist. It was noted that post-operatively the patient will be admitted to the hospital with vancomycin 1 gram every 12 hours, tylenol, heparin and another illegible oral medication for pain. The patient would also have the infection specialist consult post-op, as an extra careful step to take care. There were no complications at the patient's implant procedure. The onset and outcome of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.